Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot#: 21316414 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of drainage and soreness were noted. The physician believed that the patient had irritation of the suture that may have caused the infection. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Sc-1200 (B)(4) device evaluation indicated that the ipg passed all tests performed. Sc-2218-50 (B)(4) device evaluation indicated that the leads passed all tests performed. Sc-4316 (B)(4) a review of the manufacturing documentation for the anchor kit revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of drainage and soreness were noted. The physician believed that the patient had irritation of the suture that may have caused the infection. The patient was prescribed antibiotics and underwent an explant procedure.